Event description:
Following a intravascular procedure an angio-seal device was place in a patient's grion.the only other details of this event that are known at this time is that the patient went to surgery were it was found that the patient had an "arterial occlusion" at the insertion site.as of 03/15/1999 there has been no further report to the manufacture of complication or additional patient sequelae.